Manufacturer narrative:
This report is submitted on march 15, 2022.

Event description:
Per the clinic, the patient experienced inflammation around the abutment site on (B)(6) 2021 (specific date not reported). The patient was treated with topical and oral antibiotics for a week (date not reported) and the issue has resolved.